Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis hpca pumps - 2110.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis hpca pumps - 2110 pump complaint of not dispensing the proper doses was not confirmed during three delivery accuracy testing. The device accuracy testing was with in the specification of +/- 6.0%. No evidence in the event log revealed complaint. No fault could be found and not action taken. Pump was in good overall condition.

Event description:
Information was received that this smiths medical cadd solis hpca pump did not dispensed the proper doses. No reported adverse effects.